Manufacturer narrative:
(B)(4). Application support manager was at the site and recommended a change to the bed and sidecut energy. This was addressed with the account. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient presented one day post treatment and surgeon had to reposition flap of right eye. It was reported that patient had rubbed her eye. Patient''s uncorrected visual acuity was 20/40 at one day post treatment. Best corrected acuity was not tested.